Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of no image and angulation not meeting standard were not confirmed. In addition, the plastic distal end cover had a dent, the adhesive on bending section cover had a chip, the bending section cover was dirty, the suction cylinder had corrosion, the universal cord had a dent, the protector of universal cord on scope connector side was damaged; due to deformation of scope connector. Water tightness was lost; due to damage on charge coupled device unit. A noise image occurred, the connecting tube had a dent, indication on connecting tube was unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus senior service engineer reported on behalf of a customer, the evis exera iii bronchovideoscope displayed no image and angulation did not reach specified standard. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, it is likely that the issue was the result of water leakage causing electronic component/charged coupled device (ccd) failure during user handling. The event may be reduced or detected/reduced or prevented by following the instructions which state: ¿- inspection of the endoscopic image¿ ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.